Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip collet in the reported problem area of the pipetter was dirty. The collet was cleaned and a new tip clamp was installed. The instrument was tested without further problem, and returned to svc.